Manufacturer narrative:
Date of birth: the exact date is unknown; only the year (B)(6) was provided. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). It was indicated that the lens remains implanted and the foreign material is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a little foreign object was found in the patient's operative eye after the implantation of the intraocular lens (model pcb00 +19.0 diopter). Reportedly, the implantation took place in the normal way. The little foreign object was removed with a pincet/sucked out. No impact for the patient. One-day post-op the patient had good results and good vision. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.